Manufacturer narrative:
Tech found loose pins in p379 cable connector. Replaced p379 cable (B)(4) and checked functions to resolve this issue.

Event description:
Complaint alleged that a pt can place nurse call with response not heard in expected location. No injury alleged by account.